Manufacturer narrative:
This report is for an unk - end caps/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent for an unknown surgery. During the surgery, it was noticed that when place the end cap doesn't engaging in the nail. Also, when tried to remove the nail, the instrument doesn't engage properly. There was almost an hour delay. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown extraction instruments (part # unknown; lot # unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) unk - end caps. This is report 2 of 2 (B)(4).